Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction. (Concomitant medical products) concomitant device(s): 308-08-00, (B)(4) - xs prox body +0. 320-10-00, (B)(4) - equinoxe reverse tray adapter plate tray +0.

Event description:
After a previously reported revision of the right shoulder, done due to the patient having a history of multiple shoulder surgeries with infection and bone loss. The patient was sent to the ward postoperatively. An right shoulder x-ray done the following morning indicated the patient¿s shoulder had dislocated overnight. The patient was then taken back to surgical theatre to increase the right shoulder tension and stability.